Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of 2 pipelines that failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid-paraclinoid aneurysm with a max di ameter of 10 mm and a 8 mm neck diameter. The landing zone was 2.9 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was strong. It was reported that a ped2-475-20 stent had distal tip deployment failure. There was no health hazard. There was no health damage to the patient. The product was not used in an infected patient. The device was prepared as indicated in the package insert. The pipeline was not used for an indication that is not approved (off-label). The pipeline was not located in the tortuosity of the blood vessel. The extent of which the pipeline deployment failure occurred was more than 50%. The pipeline was resheathed 2 times or less. No operation, such as using another device to deploy the stent, was performed. The pipeline was resheathed and collected along with the microcatheter, and removed from the patient's body. A second ped2-450-16 stent had distal tip expansion failure. The product was not used in an infected patient. The device was prepared as indicated in the package insert. The pipeline was not used for an indic ation that is not approved (off-label). The pipeline was not located in the tortuosity of the blood vessel. The extent of which the pipeline deployment failure occurred was more than 50%. The pipeline was resheathed 2 times or less. No operation, such as using another device to deploy the stent, was performed. The pipeline was resheathed and collected along with the microcatheter, and removed from the patient's body. Ancillary devices include a fubuki5fr guiding sheath catheter, phenom 27 microcatheter, and a synchro select 0.014 inch guidewire.

Event description:
Additional information was received reporting that, "pipeline is temporarily deployed in the mca before being placed in the ica. This is because deployment is easier in the mca, which typically has less tortuosity than the ica. Although it is difficult to quantify the degree of tortuosity, the mca in this case was not considered to be severely tortuous."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.